Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-00112 addresses the other device.it was reported to boston scientific corporation that an endostat ii electrosurgical unit and an endostat foot switch were used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, the physician was about to remove a polyp in the patient's colon when he noticed that the system would not deliver energy when the foot switch pedal was depressed. The unit reportedly vibrated, but provided no energy to the polypectomy snare. The procedure was completed with a different endostat ii electrosurgical unit and foot switch, the original snare, and the original active cord. The unit and foot switch were tested following the procedure, but no issues were found. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.